Event description:
Provider states that the end user opened the box to find that one of the spokes on the rear wheel was broken. Provider states end user made us aware of this situation today but continued to ride the wheelchair yesterday after seeing the broken spoke.